Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed and severely calcified lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured. It was noted that the balloon was hardly pressurized before rupturing. It was suspected that the balloon was damaged by the calcification upon crossing. The procedure was successfully completed with another device without further issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed and severely calcified lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured. It was noted that the balloon was hardly pressurized before rupturing. It was suspected that the balloon was damaged by the calcification upon crossing. The procedure was successfully completed with another device without further issue or patient injury.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device returned to MFR: the wolverine coronary cutting balloon was returned and analysis was completed. The investigation noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device.